Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. A product investigation was conducted. The product was returned to us cq for the evaluation. The us cq conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the distal tip (drive feature) of the device was stripped and the very distal portion of the tips were almost rounded. Due to the worn condition of the tip, device functionality was compromised. The dimensional inspection was not performed due to the post-manufacturing damage. The twisted condition was consistent as end of life indicators for the device, it should be noted that as part of depuy synthes quality process all devices are manufactured, inspected, and released to approved specifications. The complaint was confirmed for the received device. After a visual inspection of the received device it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Document/specification review: instrument failure due to normal wear guidance and rationale for complaints: (B)(4). Device history lot - a review of the receiving inspection (ri) for verse x25 inserter was conducted identifying that lot number gm5397024 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 04 dec 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review - the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 a posterior lumbar spinal fusion was treated between t10-sai. Surgeon was not able to tighten a screw with the screwdriver. Procedure was successfully completed with a replacement and without any surgical delay. It was postoperatively found that the tip of the screwdriver had the tip stripped. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity unknown). This report is for one (1) expedium verse spine system inserter/tightener x25. This is report 1 of 1 for complaint (B)(4).